Event description:
Technician alleged the brakes at the head of the bed were not holding. No pt impact.

Manufacturer narrative:
The technician found the hex rod was out of the brake caster. The technician replaced the hex rod to resolve the issue.